Manufacturer narrative:
Corrected fields: e1(initial reporter).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) the touch screen is not responding. The unit was not in clinical use, there was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings & investigation conclusions), h10, h11 corrected fields: h6(medical device ¿ problem code) additional information: e1(event site postal code - 3850022) it was reported that before use the cardiosave intra-aortic balloon pump (iabp) the touch screen is not responding. Getinge field service engineer (fse) the touch screen is not working. No recurrence today, so we cleaned and washed the touch screen and connector as a precaution. After touch screen calibration, we performed a check on operation. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) the touch screen is not responding. The unit was not in clinical use, there was no patient involvement.